Event description:
It was reported that a spectrum pump displayed system error 105 in the intensive care unit. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by a dislodged connector from the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.